Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed. The distal end of a 3cg stylet was returned for investigation. The stylet segment, which consisted of the polyimide tubing, conductive epoxy, magnets, and core wire, was 2.3cm in length. The proximal segment of the stylet was not returned for investigation. The polyimide tubing was kinked 5mm from the distal tip, which coincided with the proximal end of the conductive epoxy. What appeared to be biological residue (e.g. Blood) was visible throughout the sample. The broken end of the polyimide tubing was noted to be uneven. The wall thickness of the polyimide tubing was within specification. It was reported that multiple attempts were made to insert the catheter and resistance was reported at the right subclavian. While the exact cause of the reported event could not be determined from the returned sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a dual lumen powerpicc solo insertion was attempted on (B)(6) 2018, unsuccessful w/ multiple attempts. It was stated that rn was able to cannulate but was not placed in svc- aborted. Then a second clinician attempted with a single lumen, and unsuccessful. The patient came back to the hospital (monday (B)(6) 2018) with complaints of swelling and pain in right arm. Then patient was admitted after assessments and tests it was noted a 2.6 cm segment of wire in right subclavian vein. This report addresses the second catheter. Additional information received stated, "we were unable to advance the catheter past the level of the right subclavian. Resistance to the catheter was noted by both practitioners at the same point (the level of the right subclavian). No attempts were made to advance the catheter or the wire beyond that. Contralateral attempt not possible due to radical mastectomy with lymph node resection."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a dual lumen powerpicc solo insertion was attempted on (B)(6) 2018, unsuccessful with multiple attempts. It was stated that rn was able to cannulate but was not placed in svc-aborted. Then a second clinician attempted with a single lumen, and unsuccessful. The patient came back to the hospital (monday (B)(6) 2018) with complaints of swelling and pain in right arm. Then patient was admitted after assessments and tests it was noted a 2.6 cm segment of wire in right subclavian vein. This report addresses the second catheter. Additional information received stated, "we were unable to advance the catheter past the level of the right subclavian. Resistance to the catheter was noted by both practitioners at the same point (the level of the right subclavian). No attempts were made to advance the catheter or the wire beyond that. Contralateral attempt not possible due to radical mastectomy with lymph node resection."